Event description:
It was reported that this pacemaker stored pacemaker mediated tachycardia (pmt) events with sensor-driven ventricular pacing (vp-sr) but not sensor-driven atrial pacing (ap-sr). Technical services (ts) explained that with modified atrial-based timing, v-a was driven by ventricular pacing and the intrinsic atrial signals were faster than ap-sr. One pmt episode showed atrial tachycardia with either self-termination or atrial flutter response (afr) atrial pacing. A second pmt episode showed an onset of ventricular pacing either with retrograde or non-tracked p-waves falling into post-ventricular atrial refractory period (pvarp). Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.